Manufacturer narrative:
It was reported that the patient was experiencing "beeps" with the associated battery. The battery, bat204434, was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller (con182808) in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and battery. The batteries involved in the power switching events due to momentary disconnections are bat204434, bat204800, bat213458, bat217604, bat213493, bat209270, and bat213493. The batteries involved in the power switching events due to communication errors are bat204434, bat213458 and bat213493. Based on log file analysis, the reported "beeps" are most likely attributed to momentary disconnections between the controller and battery. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that according to vad coordinator the patient noticed regular beeps from the battery but no message on the controller. The device was exchanged. There was no impact to the patient.